Event description:
The customer reports the guide wire does not enter (through the syringe) straight but turns. A new device was used to complete the procedure without incident.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly and arrow raulerson syringe (ars)/needle assembly for evaluation. The guide wire assembly was returned without the straightener or end cap. Visual examination of the guide wire revealed one minor bend. The guide wire contained a small bend 439 mm from the proximal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was able to pass through the returned ars with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of guide wire damage was confirmed by complaint investigation. The guide wire contained one small bend. The returned wire and ars were functionally tested with no issues. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guide wire does not enter (through the syringe) straight but turns. A new device was used to complete the procedure without incident.